Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission noted that the right atrial (ra) lead exhibited intermittent capture at times. Programming change on the auto-capture algorithm was done on (B)(6) 2025. The patient was in stable condition.